Event description:
It was reported to covidien on 10/02/2009 that a customer had an issue with a dialysis catheter. The client reports that 8 hours after fitting the catheter during dialysis, the catheter ring sutured to the skin, broke. This caused the migration of the catheter outside the vascular system over 10cm from its initial insertion point. The catheter had to be replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.